Event description:
On aspiration, the line closes completely, and on installation, there is a significant bulge to arterial lumen.

Manufacturer narrative:
The device involved in the incident was not received but two photographs were provided for investigation. The photographs were forwarded to the contract manufacturer for investigation. A record review showed the device was manufactured per specification. The device had been implanted for 1 year and 9 months. The cause of the issue is unlikely to be related to the manufacture process. The most likely cause of this issue is clamping of the extension line in the same location repeatedly over a period of time weakening the extension tubing material. The instructions for use contain the following precaution. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Based on historic data, this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process.